Event description:
It was reported that during the procedure, this lead was positioned in the left bundle branch area. The measurements (unspecified) were not satisfactory; therefore, the physician tried several different positions; however, the values were still unsatisfactory. The lead was removed from the patient, and it was observed that the helix mechanism could not be retracted back into the lead body. As a result, the lead was exchanged for a new one to complete the procedure, and the measurements were observed to be normal. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the device sensing allegation, while the helix difficulty allegation was confirmed due to the helix being deformed and could no longer be fully retracted due to it being stretched.

Event description:
It was reported that during the procedure, this lead was positioned in the left bundle branch area. The measurements (unspecified) were not satisfactory; therefore, the physician tried several different positions; however, the values were still unsatisfactory. The lead was removed from the patient, and it was observed that the helix mechanism could not be retracted back into the lead body. As a result, the lead was exchanged for a new one to complete the procedure, and the measurements were observed to be normal. No adverse patient effects were reported. This lead is expected for return.